Event description:
It was reported by the patient that she had vocal cord paralysis and she had been scoped by an ent who confirmed the patient's swollen tonsils and left side vocal cord paralysis are associated with the presence of vns and vns stimulation. The patient reported she was told that her tonsils and vocal cord paralysis would not resolve until the vns was explanted. The patient did mention that she has been receiving great efficacy with vns. It was reported by the physicians office that the patient was seen on (B)(6) 2016 and there was no dysfunction found with the device. The physician titrated the patient's setting up and noted she had tolerated the changes well. When asked if they knew whether or not the patient was actually seen by an ent, they stated that had no report of her visiting an ent. The DHR for the generator was reviewed and found to be complete and the generator passed all testing.